Event description:
Pt had 2 shoulder surgeries. First was on (B) (6) 2003 for the right shoulder. A pain care 3000 was used. On (B) (6) 2004 a second surgery was performed on the left shoulder and again a pain care 3000 was used. Pt now alleges that she has glenhumeral chondrolysis in the shoulder.